Manufacturer narrative:
Though requested, additional patient information was not provided.

Event description:
Reportedly, during patient use, the ventilator alarmed and stopped ventilating with a shut down alarm. The display screen was black. The patient was manually ventilated and then transferred to another ventilator. The patient had cyanosis. There was no permanent patient injury reported.